Event description:
It was reported to philips that the device does not recognize the battery. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the device does not recognize a battery and displays battery calibration message. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer did not respond to multiple attempts for additonal information.